Event description:
It was reported that during a hand procedure the wire collet was producing metal shavings. It was reported that saline was used to irrigate the wound site. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have scoring on the driveshaft. The device was discarded by the manufacturer.

Event description:
It was reported that during a hand procedure the wire collet was producing metal shavings. It was reported that saline was used to irrigate the wound site. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.